Event description:
Patient was taken back to operating room for a loop electrosurgical excision procedure. At the end of the case, when the bovie pad was removed from the patients left posterior thigh, a small wound was observed. The wound was appx 1-1.5" with small brown edges and peeling epidermis in the middle. Patient had no other observable injuries. Antibiotic ointment, 2x2, and tegaderm were applied. Pt discharged home the same day after procedure.